Manufacturer narrative:
(B)(4). Concomitant medical devices - orthopedic salvage system cps transverse pin 32mm catalog #: 178527 lot #: 280870, orthopedic salvage system cps anchor plug 12mm catalog #: 178402 lot #: 727330, orthopedic salvage system cps spindle with pins 600lbf catalog #: 178354 lot #: 349010, orthopedic salvage system cps nut catalog #: 178512 lot #: 599470, orthopedic salvage system rs poly tibial bearing 16 catalog #: 161030 lot #: 040940, orthopedic salvage system rs non-modular plate long 71 catalog #: 161041 lot #: 239710, orthopedic salvage system rs poly femoral bushings catalog #: 161034 lot #: 833940, orthopedic salvage system poly locking pin catalog #: 150478 lot #: 716500, orthopedic salvage system rs axle catalog #: 161035 lot #: 859600, orthopedic salvage system reinforced yoke catalog #: 150493 lot #: 194890, orthopedic salvage system poly tibial bushing catalog #: 150476 lot #: 901590, series a standard 3 peg patella 31mm catalog #: 184764 lot #: 013860. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability and breakage of the custom expandable implant approximately seven (7) years post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated. Visual evaluation of the returned device shows that components cp-11-1829-01 and cp-11-1343-03 to be fractured and signs of being implanted for 7 years, wear and biomaterial. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.